Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint event occurred on an unspecified date and involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger. A compounding technician at the facility reported that a small piece of hair was floating in the drip chamber of a secondary set chemolock after spiking and circle priming with an ICU medical d5w 500ml IV bag. The hair was reported to be in one piece, brown, an inch long, and thin. The product was sealed and was stored in clean buns. There was no patient involved in the event and there was no report of human harm.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: one used list #cl3511, 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿ w/red cap, bag hanger; lot #13643611. One used list #unknown, ICU medical 5% dextrose injection, usp 500 ml intravenous bag; lot #1005361. As received, the presence of strand of hair floating inside the returned device's drip chamber was confirmed. No additional damage or anomalies were confirmed. The customer's complaint of particulate matter can be confirmed. The probable cause was due to gowning error controls during the manufacturing process at the supplier facility. The lot production history records were reviewed, no nonconformities were identified that may have contributed to the reported complaint.